Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), back pain ("back pain"), migraine ("migraine"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), polymenorrhoea ("multiple periods"), rash ("rashes"), loss of libido ("loss of sex drive"), dyspareunia ("painful intercourse"), abdominal distension ("e-belly"), anxiety ("anxiety"), depression ("severe depression") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (evicted). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, migraine, fatigue, dysmenorrhoea, polymenorrhoea, rash, loss of libido, dyspareunia, abdominal distension, anxiety, depression and weight fluctuation outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, migraine, pelvic pain, polymenorrhoea, rash and weight fluctuation to be related to essure. The reporter commented: essure implanted 04/13 and explanted 03/28 most recent follow-up information incorporated above includes: on (B)(6) 2020: addition of imdrf code based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraine"), fatigue ("fatigue"), dysmenorrhoea ("painful periods"), polymenorrhoea ("multiple periods"), rash ("rashes"), loss of libido ("loss of sex drive"), dyspareunia ("painful intercourse"), abdominal distension ("e-belly"), anxiety ("anxiety"), depression ("severe depression") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (evicted). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, migraine, fatigue, dysmenorrhoea, polymenorrhoea, rash, loss of libido, dyspareunia, abdominal distension, anxiety, depression and weight fluctuation outcome was unknown. The reporter considered abdominal distension, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, migraine, pelvic pain, polymenorrhoea, rash and weight fluctuation to be related to essure. The reporter commented: essure implanted (B)(6) and explanted (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, anxiety, back pain, depression, dysmenorrhea, dyspareunia, fatigue, genital hemorrhage, loss of libido, menorrhagia, migraine, pelvic pain and rash. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.